Event description:
A malfunction was reported when the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts advised the caller to plug the wall adapter into a functioning outlet and wait for at least 30 consecutive minutes for the pump to start charging, and planned to follow up on the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.